Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 27-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), fatigue ("persistent fatigue"), arthralgia ("hip backpain"), back pain ("hip backpain"), tendonitis ("repeated tendonitis"), migraine ("migraine"), vertigo ("vertigo"), bacterial vaginosis ("bacterial vaginosis"), menorrhagia ("long and in heavy quantity menstrual cycle"), loss of libido ("loss of libido"), amnesia ("loss of memory"), visual impairment ("decrease of vision"), breast pain ("pain in breast"), anxiety ("anxiety"), anaemia ("anemia"), hypersensitivity ("allergic reaction, itching") with pruritus, abdominal distension ("swelling of belly") and abnormal weight gain ("heavy weight gain"). At the time of the report, the pelvic pain, fatigue, arthralgia, back pain, tendonitis, migraine, vertigo, bacterial vaginosis, menorrhagia, loss of libido, amnesia, visual impairment, breast pain, anxiety, anaemia, hypersensitivity, abdominal distension and abnormal weight gain outcome was unknown. The reporter provided no causality assessment for abdominal distension, abnormal weight gain, amnesia, anaemia, anxiety, arthralgia, back pain, bacterial vaginosis, breast pain, fatigue, hypersensitivity, loss of libido, menorrhagia, migraine, pelvic pain, tendonitis, vertigo and visual impairment with essure. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.